Manufacturer narrative:
Corrected information: h6: component code (annex g). Description of event: as reported, the user opened the packaging of an ngage nitinol stone extractor and found that one of basket wires was broken. A new basket was used to completed the procedure. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: device was returned in box packaging only. The male luer lock adaptor (mlla) was loose. The basket sheath was bent at the support sheath. The support sheath was kinked at the handle. The basket was protruding from the distal tip. There was damage to the distal end of the device; one of the basket wires was broken, the remaining wires were misshapen, and the shrink tube at the end of the basket sheath had moved distally. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The support sheath was kinked at the handle. The device was returned loose in the original shipping box, it is likely the support sheath was bent while placing the device in the box, or during return shipping. Based on the condition of the returned device, the shrink tube had moved distally, which prevented the basket from opening. Then force applied to open the basket caused the basket wires to become misshapen and one of them to break. Devices are functionally tested multiple times and packaged with the basket in the open position, indicating the shrink tubing was properly placed when the device was manufactured. The provided information stated the issue occurred before use. The cause for the distal movement of the shrink tubing could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #¿ exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the user opened the packaging of an ngage nitinol stone extractor and found that one of basket wires was broken. A new basket was used to completed the procedure. There was no impact to the patient.